Event description:
This male patient with a history of previous myocardial infarction and target lesion revascularization with a arthos stent (early 2008), hypertension, hyperlipidemia, smoking, and copd was admitted for angiographic coronary evaluation due to unstable angina. He was currently taking aspirin, plavix, statins, ace inhibitors and beta-blockers. Heparin and integrelin were administered during the procedure. Angiography revealed a 70%, in-stent restenosis of the arthos stent in the bifurcation of the unprotected left main artery (lma), the lad and the lcx. The lesion was irregular and eccentric with moderate calcification. The vessel was described as 3.0mm in diameter with excessive tortuosity. Specifically, the lesion was located in an acute bend >90 degrees. The target site was predilated with a 2.5 x 15mm balloon inflated to 14 atms. A 3.0 x 23mm cypher select plus stent was deployed to 14 atms. The stent was post dilated with a 3.0x20mm balloon inflated to 16 atms to ensure complete expansion. A 2.5 x 13mm cypher select stent was then placed via the crush technique and was deployed to 14 atms with good results. The stent was not post dilated. Residual stenosis was 0%. There were no reported complications and the patient was discharged after 6 days hospitalization. Approximately three months later, the patient presented with stable and an angiogram was performed. There was no evidence for mi or thrombosis. Angiography revealed a 70% restenosis within the cypher stents implanted in the lma/lad/lcx. The patient was stratified to coronary bypass surgery (CABG). One month later, the patient underwent CABG and received three bypass grafts: an ima to the lad, and svgs to the om and the rca. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.

Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report # 9616099-2008-02521. Additional information will be submitted within 30 days of receipt.